Event description:
It was reported that a malfunction alarm occurred, specifically displaying a malfunction code of "malf 0." The customer's blood glucose level exceeded 500 mg/dl, indicated as "high," due to the issue. To address the situation, the customer¿s mother called technical support and planned a correction injection via multiple daily injections after the pump reset. Technical support assisted with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support again if any further issues arise.